Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Surgeon clarified that the lens was not defective or malfunctioning, but instead it had been inadvertently implanted with one haptic out of the posterior capsular bag and into the sulcus location, which caused chafing of the iris and pigment dispersion. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that after a multifocal intraocular lens (iol) was implanted, there was pigmentation noticed and the patient's vision was not clear. The lens was exchanged for a different model multifocal iol. In a follow up, the surgeon clarified the lens was not defective or malfunctioning: but instead, it had been inadvertently implanted with one haptic out of the posterior capsular bag and into the sulcus location, which caused chafing of the iris and pigment dispersion. The surgeon blamed the events on his "user error", and stated that the device did not malfunction.